Manufacturer narrative:
Investigation summary: it was reported there are no marked measurements or gradients on the syringe barrel. There is only smudge. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and the unit has a scale marking issue. No other defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot number 2179709. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: product has to be sterile and the product has a black marking on the outside of the barrel of the syringe.